Event description:
Patient's mother reported patient is having elevated blood glucose (bg) levels, and the patient's bg levels and treatment received were: on (B)(6) 2010, patient's bg level at 6:00 pm was 174 mg/dl; patient ate, and then programmed 6.0 units of insulin via the pump. Mother stated the pump showed an e4 (occlusion) error. Mother changed the infusion needle at 7:00 pm. Mother stated at 9:00 pm patient's bg reading was 309 mg/dl and 322 mg/dl; patient took 1.8 units of insulin via the pump. Mother reported at 10:55 pm, patient's bg was 301 mg/dl; took 1.7 units of insulin via the pump. Mother reported on (B)(6) 2010; at 00:036 am, patient's bg was 352 mg/dl; took 2.1 units of insulin via the pump, at 2:00 am, the patient's bg was 433 mg/dl; took 1.5 units of insulin via the pump. Mother changed the infusion set and the insulin cartridge. Mother reported at 3:25 am, the patient's bg was 422 mg/dl; took 1.0 unit of insulin via the pump, at 5:40 am, patient's bg was 413 mg/dl; took 2.0 units of insulin via the pump, at 6:15 am, patient's bg was 414 mg/dl; programmed a bolus of 3.0 units of insulin and the pump displayed an e4 error. Mother changed the battery cover, the battery, the infusion set and the insulin cartridge, and then at 7:54 am patient's bg was 354 mg/dl; patient was taken to the hospital and admitted. Mother reported patient stopped using the pump at 9:37 am and resumed using it at 4:01 pm. Mother stated patient's bg was 136 mg/dl; he ate and took 1.7 units of insulin via the pump. Mother reported at 4:53 pm, patient's bg was 231 mg/dl; took 0.8 units of insulin via the pump, at 5:57 pm, patient's bg was 294 mg/dl; took 1.5 units of insulin via syringe and then stopped using the pump and began using the backup pump. Mother stated at 6:39 pm, the patient ate and then took 2.5 units of insulin via the pump. Mother reported patient's bg was 276-293 mg/dl; took correction via the pump. Mother stated at 11:38 pm patient's bg was 160 mg/dl. Patient's normal bg level is 120 mg/dl. Patient was in the hospital from (B)(6) 2010-(B)(6) 2010. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.